Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Pt was implanted with proximal humerus plate construct approximately 6 months ago on an unk date. Pt was returned to the operating room on (B)(6) 2012 for revision surgery due to the screws sticking out of the humeral head. The surgeon removed the 4 locking screws and replaced those 4 locking screws with (5) 3.7mm cannulated screws using the same plate. The plate remained intact with no screws broken. The surgeon noted the outcome of the procedure to be satisfactory with x-rays post operatively. This is 1 of 5 reports for the same event.